Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Three treatments were performed with a diamondback coronary orbital atherectomy device on low speed before a perforation occurred in the left circumflex artery, which was highly tortuous. A stent was placed to treat the perforation. The patient was discharged.